Event description:
On (B)(6) 2013 the patient contacted animas alleging that he had been experiencing elevated blood glucose (bg) up to 500mg/dl with moderate fatigue and stated that he felt the pump was not delivering as programmed. The patient stated that he had checked the site and denied any leaking or bent cannulas. The patient was reportedly bolusing with the pump to treat elevated bg. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories to be correct. There were no alarms related to the complaint found in the alarm history. The patient verified that the time and basal settings were correct. All boluses were found to have delivered as programmed. Troubleshooting indicated that the pump was delivering as programmed. Cts advised the patient to contact his healthcare provider to discuss the possible need for settings adjustments. Although no pump defects were found upon troubleshooting, this complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. A rewind, load, and prime sequence was performed successfully with no issues occurring. The pump passed flow accuracy testing and was found to be delivering within required specifications. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.